Manufacturer narrative:
Correction: annex c: c0201, annex d: d02. Additional information: annex c: c16, annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 354.6770 was confirmed and verified through the downloaded error log. On 10-dec-2024, syringe device was received unboxed and with paperwork. The unit was powered on, and it booted up with no errors, however error code 354.6770 was found in the error log confirming the stated problem. Internal inspection revealed no loose connection or physical or component damage. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the pressure sensor and pressure sensor harness as a precaution. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 354.6770. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c0201 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 354.6770 was confirmed and verified through the downloaded error log. On 10-dec-2024, syringe device was received unboxed and with paperwork. ¿ the unit was powered on, and it booted up with no errors, however error code 354.6770 was found in the error log confirming the stated problem. Internal inspection revealed no loose connection or physical or component damage. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the pressure sensor and pressure sensor harness as a precaution. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 354.6770. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 354.6770. There was no patient involvement.